Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10 mg/ml at 3.831 mg/day) and dilaudid (15 mg/ml at 5.747 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had not had any falls, but she had been in a lot more pain than she normally was, and she hadn't been feeling good for a while probably a month or more. She had been feeling possible withdrawal symptoms for at least a month. The patient was hospitalized a couple of times because she couldn't keep anything down, had diarrhea, and was severely dehydrated. The patient¿s doctor didn't suspect withdrawal but thought the symptoms could be because of the pump. The patient was also itchy and shaky. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no device was noted on evaluation (B)(6) 2018. Logs were normal. Residual was exactly as expected. The hcp scheduled an isotope pump study. No cause was found. No further complications were reported.